Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, when the surgeon tried to fire the first reload, it could not be fired. A new device was used to complete the case.